Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident during a polypectomy. The settings were endocut mode at effect 2, duration 1, and interval 3 as well as forced coag mode at effect 2 with 20 watts. The physician stated there was "more coag then usual". Thirty six hours after the procedure, the pt was re-admitted and a perforation was detected. Surgery was performed to address the issue and the pt has fully recovered.

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The eval included an electrical safety check, a function check of each of the equipment's features, and a power output check. The generator was/is within specs and all features were/are functioning properly (note: unrelated to the reported issue, the esu was updated to the latest software version upon being checked). In addition, no anomalies were found in the device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Although uncommon, the complication is typical for the procedure. That is upon removing the polyp, the remaining bowel wall was not sufficient to remain intact. Most likely there were many factors involved with the situation and no conclusive determination could be made as to the cause of the incident. The customer is being notified of our findings. To further address the issue. Additional training is being planned with the physicians at the hospital. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.